Manufacturer narrative:
The initial report should be voided. This event was already reported under 0001822565-2023-01384.

Event description:
The initial report should be voided. This event was already reported under 0001822565-2023-01384.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp bottom fractured while trying to insert into patient. There is no additional information available.